Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was assisted with troubleshooting. The customer was reported that the unexpected restart alarm was occurred shortly after inserting a new battery. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. It was reported that the alarm was recurring during normal use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 and a17 alarm noted during test.